Manufacturer narrative:
Conmed linvatec has not received this device as of this filing. This device has a 6 month recommended service interval. Product history for this unit (bbf24557) shows the last record of service/pm on (B)(4) 2009. Therefore, this device has not been maintained as recommended. The micropower oral max hs drill product manual instructs the user to continually check all handpieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the bur, bit or blade may cause burns or thermal necrosis. A letter of education will be provided to the customer. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
It was reported that during the middle of a third molar extraction, the surgeon noted a burn to the patient's left lower lip. The burn was described as a reddened, blistered area. The burn was treated with an ointment and the surgeon administered a steroid injection to the site. Prior to this event, the surgeon stated that he had noticed the handpiece becoming warm but continued to use the device. The procedure was completed using another handpiece/bur guard. As of this filing the patient had not returned for her follow up visit but had not contacted the office for any further interventions or complications.

Manufacturer narrative:
Bur guard, catalog #00137501200, lot #bbf12426. Conmed linvatec received this high-speed drill for evaluation and found the collet assembly was unscrewed and the unit was inoperable upon receipt. Attempt was made to insert a bur blank to run a performance test, but was unable due to debris in the collet assembly. Service records indicate this unit was long overdue for preventative maintenance, based on the last service/repair date of (B)(4), 2009. The bur guard in use at the time of this event was also returned and evaluated. An evaluation of the bur guard confirmed the reported problem of overheating and found the bearing corroded. Service records indicated that the pm was overdue with the last service/repair date of (B)(4), 2010. The handpiece instruction manual warns the user: prior to each use, all instruments & accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use & return the equipment for service. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use. As certain internal components (bearings) are known to degrade overtime, conmed linvatec recommends a service interval for this handpiece & its associated bur guards every 6 months. Failure to follow this service schedule may result in overheating or damage to the handpiece and/or bur guard, and may result in burn injury to the patient or medical personnel.